Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system aspiration catheter 6 (cat6) had multiple kinks in it upon removal from the sterile packaging. The damage to the cat6 was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
The indigo system aspiration catheter 6 (cat6) was received wrapped up inside a large plastic bag. The cat6 was kinked approximately 1.0, 56.0, 67.0, and 69.0 cm from the hub. Evaluation of the device revealed multiple kinks in the cat6 mid-shaft region. Damage such as this may occur if the cat6 is forcefully manipulated at extreme angles when removing the device from the packaging tube. Further evaluation revealed more kinks along the cat6 shaft. These damages are likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.